Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the physician had difficulty implanting the lead, and after several attempts the right atrial (ra) lead's helix would not extend or retract appropriately. The physician elected to not use the lead, and a new one was implanted. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with helix found partially extended and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.